Manufacturer narrative:
The coupler devices involved in the incident were not returned for eval, and therefore, functional testing could not be performed. According to the device history record, the devices met specification prior to market release. The 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. Same reporter as the following manufacturer report numbers, but separate events: 2183620-2012-00047, 2183620-2012-00048, 2183620-2012-00049, 2183620-2012-00050.

Event description:
It was reported that there was a problem with the 2.5mm coupler during a fibula free flap. The ring came apart. The anastomosis was sutured by hand. No further details are available.